Manufacturer narrative:
Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "doctor revised pca head and osteolock cup with 22mm +10 pca head. Patient complained of left hip pain. No more info available per hospital guidelines."